Event description:
Customer reports when the meter is docked, it causes the base unit to flash on the inform system. She also states the 3rd pin from the left and the 6th one from the right are blackened. No signs of burning or melting reported. The malfunction occurred at a hospital. No adverse event reported. Requested return of suspect device and replacement was sent.